Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and ams monarc subfascial hamock were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy and transobturator bladder neck suspension in (B)(6) 2008; due to menorrhagia, stress urinary incontinence, and dysmenorrheal. The patient underwent release of transobturator mesh on (B)(6) 2011 due to urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning with urination, urinary frequency, retention, urgency, vaginal discharge and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced burning with urination, urinary frequency, retention, urgency, vaginal discharge and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.